Event description:
Arjo became aware of the event resulting in patient¿s stage 4 pressure injury development. The customer reported that the nimbus 4 mattress deflated at the sitting area and the pump¿s alarm did not activate. The patient was not supported properly enough and was almost lying on the bed frame. The mattress deflation was also observed when the transport mode was turned on. Moreover, the customer reported signs of wear on the mattress. The mattress was taken out of use and is awaiting for the inspection.

Manufacturer narrative:
The investigation is ongoing.